Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. There was a photo provided of the device. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that the inner packaging was perforated, as there was allegedly a hole in the seal of the package. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport isp m.r.I. Implantable port with 8 fr s/l polyurethane catheter kit and two electronic photos were returned. An opened original package was returned with a sealed original internal tray. The packaging elements were visual inspected. A perforated inner package was noted. However, no corresponding damage was noted to the same area on the inner tray or the overlaying outer tray cover. The edges of the perforation were noted to be frayed. Therefore, based on the sample evaluation and photo review, the investigation is confirmed for a hole to the inner package. A definitive root cause could not be determined based upon available information. It is unknown if device handling and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the inner packaging was perforated, as there was allegedly a hole in the seal of the package. There was no patient contact.